Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece did not seal, there was regrasp alarm and end tone. Unit showed that the instrument was not working correctly, instrument was connected to another machine and had the same issue. A new handpiece was used to complete the case. There was no patient injury.